Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they were seen by their dentist and provided a letter of recommendation. The dentist states; the patient has been diagnosed with periodontal disease and requires a periodontal cleaning every 3 month/4 times a year. This is a contraindicated issue.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.